Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported button offset issue was due to device specification limitation. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and intermittent button offset issue. Hard reset of the device did not resolve the issue. There was no patient harm or serious injury reported as a result of this incident.